Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to pacing inhibition. Another lead was succesfully implanted. No additional adverse patient effects were reported.